Event description:
Input ps introducer was used in ablation procedure. As per IFU, the introducer was flushed with saline and then put into the vessel access. Immediately after their insertion, the patient started having strong allergic reaction. The patient started having difficulties in breathing together with generalized erythema. The patient was treated with cortisone. The input ps introducer sheath was substituted by cordis avanti introducer sheath. No patient history for allergies is available.

Manufacturer narrative:
Results: inconclusive, investigation in progress. Device discarded. (B)(4).

Manufacturer narrative:
Results, conclusions: reaction. Root cause of reaction cannot be determined.